Event description:
A review of service data has detected a reportable event. During servicing electrode belt sn (B)(4), the electrode belt failed the hipot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector was missing. In addition, the trunk cable was cut. The damaged connector and cut cable caused the belt to fail the hipot test. The root cause of the damaged connector and cable cannot be positively identified, but was likely a result of excessive force and physical abuse. No adverse event resulted from the damaged trunk cable connector or cut cable. The last pt to use this electrode belt did not repot any deficiencies.